Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in the left anterior descending artery. Treatment consisted of pre-dilation and the advancement of a 2.5x28mm taxus liberte stent to the target lesion, but the stent was not able to cross the lesion. Stent damage was noted. The procedure was completed with an different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4): as the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)